Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Reporter alleged discrepant blood glucose values of 118 mg/dl on the customer's advantage system compared to the hosp measurement of 252 mg/dl that was performed within < 10 minutes apart. As a result of the comparison, no actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Advantage system: meter and comfort curve test strip lot number 549433 with an expiration date of 1/31/08.